Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore; the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, november 22, 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that there were issues with the chamfer cuts during the the first two cases out of three. It was reported that the posterior chamfer cut was over resected in one case and the anterior chamfer cut was under resected by 3.5mm in the other case. It was reported that the over resection was observed during trial placement and the under resection during pointer placement. It was reported that both cases were completed and there were no delays reported. This issue occurred while using the robotic-assisted solution satellite station and base station device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was evaluated and there were no defects observed with the system or software. The device log files were reviewed for this event and it was found that the pointer was not used to verify the anterior and posterior chamfer cuts. Therefore, there is no information available to confirm the reported event. During log file review, it was observed that the pointer array was measured from the saw blade and not the resected cut for the anterior chamfer cuts. Additionally, the posterior chamfer cut was not measured in either log file. Per the instruction for use, the pointer should be placed and held on the resected surface to compare the resected bone surface to the planned resection plane. The instructions for use state that the pointer can also be positioned on the bone surface prior to the resection, to check the position of the resection. The reporter indicated that there was no negative impact to the patient outcome and no patient harm occurred. The investigation indicates that the system was behaving properly. The assignable root cause could not be determined since there were no failures or defects observed with the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.